Event description:
It was reported that system failure force sensor test. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no damage on top case. No damage on bottom case. Plunger head is cracked by screws. Customer?s reported issue was duplicated during power-up process. Force sensor test error was found at power up process and unable to calibrate the force sensor. The root cause of the reported issue was determined to have been caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Actions taken to mitigate the reported issue: replaced the whole plunger assembly, plunger tube and plunger cable. Performed power up process and all functional tests which passed.